Event description:
Alaris pump spd# (B)(4) / ge # (B)(4) shut off the "a" and "b" channel of the left hand side without warning. The receiving end of the alaris pump presumably stopped working. The pt was maxed out on 4 different vasopressors and this was the pump that contained all of them; 2/4 stopped running due to this malfunction and despite switching these vasopressors to a different alaris brains. FDA safety report ID# (B)(4).